Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the rattling noise could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the tip was drilled and bent, and the device failed the cutter insertion assessment. It was further determined that the bearings were worn out and loose which created a situation where the cutter device was not able to be inserted. This was because the bearings were no longer in axial alignment not allowing the cutter device to pass through. It was determined that the failure was caused by worn out bearings. It was determined that the issue with the bearings was consistent with normal wear over time. It was further determined that the issue with the bent, drilled tip was consistent with failure to follow the directions for use, which was user error. Thus, when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position, which placed the distal tip of the burr device in compression. At that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device, bending it. When the drill device was started, the burr device drilled into or through the neuro tip. The assignable root causes were determined to be due to worn out bearings from normal use and servicing over time and user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the craniotome device made a rattling noise. During in-house engineering evaluation, it was observed that the tip was drilled and bent. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.